Event description:
It was reported that the customer's blood glucose (bg) was recorded as high; cause was not known. Customer delivered a correction bolus via the pump to address bg. Pump system check was performed, and no issues were identified with the cartridge, insulin, or infusion set tubing/cannula. Recommendation was made to consult with a healthcare provider regarding diabetes management.